Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 557 mg/dl. The customer treated with manual insulin injection. Troubleshooting was refused by the customer. No additional information is provided.